Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient was doing fine thereafter. Additional information indicates that the origin of infection was not determined and no blood cultures were taken. The lead was explanted. No additional adverse patient effects were reported.